Event description:
It was reported that five days after a routine device replacement procedure, the patient presented to the emergency room experiencing syncope and an asystole arrhythmia. The device was measuring high right ventricular lead threshold and no bipolar capture was occurring; the device switched ventricular pacing polarity. The physician believed the right ventricular port set screw was not functioning properly. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported by a lawyer that the device caused injury, potential permanent injury, pain, and suffering.

Event description:
It was later reported by a patient family member that also preceeding presenting to the emergency room, the patient fell and got an "egg on the head and had headaches due to a concussion."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed with no anomalies found. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.